Event description:
It was reported that a pt allegedly cut his thumb while putting it into the pin hole of the cub crib's canopy. No injury reported.

Manufacturer narrative:
This alleged incident was reported on the cub crib's accessory (B) (4) (canopy).